Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacemaker cardio/defib 2010 (B)(6); (B)(4) implantable pacing lead 2010 (B)(6); 5076-52 implantable pacing 2010 (B)(6). (B)(4).

Event description:
It was reported that the device reached unexpected accelerated battery depletion. It was also reported that the patient's system was explanted due to systemic infection from another surgery. It was further reported by the patient that they had hurt the device area on a corner counter. No patient complications have been reported as a result of this event.